Manufacturer narrative:
The tech performed a drift test and found the head will move slowly when pressure is applied. The tech found the gas spring assembly was drifting. He replaced the gas spring assembly to repair the stretcher.

Event description:
The account stated the head section is slowly drifting down. No injury.